Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204 has been confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector were damaged, creating an insecure connection with the monitor. The cause of the code 204 was the damaged connector on the electrode belt. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).